Manufacturer narrative:
The customer reported that the switch caused communication loss through the whole hospital. Devices will go into communication loss for about 5 seconds and come back on for about 20 seconds and go out again. This happens in every department except for ICU. Nihon kohden technical support troubleshot the issue with the customer and found that there was a bad port on the switch going to the printer. They moved the printer to a different port and this resolved the issue. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
The customer reported that the switch caused communication loss through the whole hospital. Devices will go into communication loss for about 5 seconds and come back on for about 20 seconds and go out again. This happens in every department except for ICU. Nihon kohden technical support troubleshot the issue with the customer and found that there was a bad port on the switch going to the printer. They moved the printer to a different port and this resolved the issue.